Event description:
It was reported that premature battery depletion (pbd) was suspected on this pacemaker. Within 1 year, the estimated longevity remaining went from 2 years to 3 months. Technical services (ts) was contacted for device data analysis; however, device data was not yet provided. This pacemaker remains in-service at this time. No adverse patient effects were reported.